Event description:
It was reported by the patient that the remote monitor will not start up when pressing the button to begin. Troubleshooting steps were taken, but the remote monitor will not start. The monitor has transmitted in the past. The monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.